Event description:
Essure procedure was done by reporting physician in (B)(6) 2011. There was some difficulty placing devices due to small uterine cavity. Due to the number of trailing coils, there was some concern of possible proximal placement. Pt has experienced cramping, bleeding and pain ever since procedure was done. A three month hsg test showed bilateral occlusion. When doctor did an endometrial biopsy in (B)(6), she saw one device sticking out of cervix and removed it. Subsequently, patient still had pain so on (B)(6), the doctor removed second device hysteroscopically and then did an ablation and bilateral lap tubal. The device the doctor removed was very mangled and the inner coil had broken. At two week post-operative visit, patient reported that all symptoms had been relieved. Doctor attributed pain symptoms to the essure devices.